Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4) apply to the catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported an inflammatory mass was suspected. It was noted they are ruling out an inflammatory mass. It was noted that the pump was replaced on (B)(6) 2016 and post pump replacement the patient had loss of therapy and required dose escalations that actually doubled the dose from 400's to 800's mcg/day. It was stated that a few weeks ago they did a catheter access port (cap) dye study and the test was negative. It was noted that the healthcare professional (hcp) re-primed the total catheter volume (tcv) and something after the patient had withdrawal and then was real loose and very rigid. It was stated that the hcp did give the patient a therapeutic bolus and the patient had some withdrawal associated with that bolus. The hcp now wants to rule out a granuloma. Actions that were already done included: checked the pump volume for accuracy, therapeutic bolus ( for suspected underinfusion or ros), an x-ray, and a catheter dye study. It was stated there was no volume discrepancies or alarms in logs. Actions to consider included imaging (x-ray, magnetic resonance imaging (MRI), or a computerized axial tomography (cat) scan). Neurological consult, im labeling from ifp and field communication, and drug and compounding, injury or trauma were all discussed. It was noted to follow up with the hcp. Event date was noted as (B)(6) 2016. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare provider via manufacturer representative. It was reported that the patient was found unresponsive on the morning of (B)(6) 2017. The patient was somnolent, difficult to arouse, had altered mental status and a baclofen overdose was suspected. The patient's pump had been refilled on (B)(6) 2017 and the dose was unchanged during that time. The dose had remained the same since at least (B)(6) 2017. The patient had an MRI on (B)(6) 2017 and was not checked for granuloma per the physician's assistant. The patient's dose was decreased by 15% from 906 mcg/day to 766 mcg/day on (B)(6) 2017. The patient's pump was then later stopped per the physician's order at midnight on (B)(6) 2017 after thorough discussion and disclosure on options available. The patient woke up on (B)(6) 2017 and the issue was not resolved.

Manufacturer narrative:
Updated to reflect the information received on 2017-jul-29 . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-29. It was reported that the pump was in stop pump mode and there was an issue with the pump that has already been reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on an unreported date in 2010, the patient initially started intrathecal treatment with baclofen (concentration and dose not specified). The patient's ms (multiple sclerosis) spasticity was under good control until (B)(6) 2016 when the baclofen pump was replaced. Per the physician, with the "refill in question" (date of refill not specified), the pump was refilled with gablofen 2000 g/ml that was administered via the patient's pump, intrathecally, per continuous infusion, at a rate of 823.9 g per day. On (B)(6) 2017, the patient came back to her doctor's office with complaints of pruritus, confusion, weakness, bilaterally, in the lower extremities since (B)(6) 2017, and also with tremors in the upper extremities. By (B)(6)2017, the symptoms, including the previously reported withdrawal with looseness and rigidity (which were previously reported to have been ongoing as of (B)(6) 2017), were noted to have resolved, as the patient's husband was giving the patient oral baclofen 10 mg twice daily. The patient concomitant products included ampyra (dalfampridine) 10 mg twice daily (every 12 hours), biotin 10 mg twice daily, vitamin d3 1000 iu daily, celexa (citalopram hydrobromide) 40 mg once daily, diazepam 5 mg twice daily as needed, concerta (methylphenidate hydrochloride) 36 mg every morning, ritalin (methylphenidate hydrochloride) 5 mg twice daily, lovaza (omega-3-acidethyl esters) 2 grams twice daily and vitamin b complex daily. No further patient complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp didn't believe the pump was functioning properly. It was reported that on (B)(6) 2017 they accessed the pump and there was 17.9ml which was expected. On (B)(6) 2017 they accessed the pump again and it was reported they expected 17.4ml and it was reported the actual volume extracted was 16ml. The patient was experiencing changes in therapy, sometimes withdrawal, sometimes overdose. It was reported the patient had not responded to various dosing changes up to 400mcg and even 900mcg/day. The pump was currently at 200mcg/day. A dye study was done where the catheter was deemed patent. The patient was to be put on a dosing plan. No further complications were anticipated/reported.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-aug-01 reported the rep called to discuss the stopped pump mode and tube set that had occurred. Information was discussed with rep. No further information was provided.

Event description:
Additional information received from manufacturer representative on (B)(6) 2017 reported healthcare professional (hcp) initially reported the event to them. Troubleshooting performed included a dye study on an unknown date. Actions/interventions included the dose had been increased to address increased spasticity, and a bolus dose had been administered. The dates of the bolus dose and increased dose was unknown. It was unknown if the issue was resolved. The patient's weight and if a granuloma/inflammatory mass was present were both unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that about 2 weeks after implant on (B)(6) 2016 " they noticed degradation in patient¿s condition." In (B)(6) 2016 the patient¿s family noticed an issue with the patient walking and stated ¿the patient had periods of time where she couldn¿t walk." Per the reporter "they said it was related to the patient¿s pre-existing ms (multiple sclerosis) condition and that the patient didn¿t have any new lesions and could be a progression of the pre-existing ms (multiple sclerosis) condition." In the last week of (B)(6) 2016 the patient was having issues with overdosing and under-dosing. Per this reporter they put the patient into a rehab center and did a bolus on her. The patient continues to have under-dosing and over-dosing. In 2017 the reporter stated "the team overwhelmed the system by doing another bolus using a dye and did some x-rays and said it was working right and diffusing right." The reporter feels, "something is wrong with the pump and wants to look at electing to get it removed, but doesn¿t¿ feel anyone is making it as urgent as it should be." On (B)(6) 2017 the reporter stated, the "patient has elevated symptoms of overdosing; lost all tone in her legs; and was very weak in her legs and was trembling and shaking profusely; and continued all the way through until yesterday (B)(6) 2017 which included the weekend where the patient got really bad." On (B)(6) 2017 the patient was sleeping and resting and when the reporter stood the patient up to take her to the restroom the reporter noticed her legs were stronger and she wasn¿t shaking as much. The reporter stated the patient was complaining that her skin was crawling and itching. The reporter further stated that "he isn¿t a medical person but it sounded more like withdrawal symptoms from the last time the patient had it occur. The reporter called the healthcare providers and stated he doesn¿t want the patient to have a respiratory problem with baclofen since it makes everything relax. The reporter wants the pump out. It was noted that on (B)(6) 2017 at 1 p.m. The patient has an appointment with her pcp (primary care provider) for a routine appointment and the reporter was going to tell the pcp (primary care provider) about what is going on to see if they can help coordinate getting the pump out of the patient since the reporter feels it¿s not working and doesn¿t know what the process is to get it taken out and get it removed. The reporter wanted to know if other patients have issues with the pump just like the patient. The reporter stated ¿he doesn¿t feel it is a good idea to take the pump out and not replace it and the first pump lasted six years plus and did well but things didn¿t start happening until the second pump was put in¿. No further patient complications were reported.

Manufacturer narrative:
Patient code (B)(4) applies to the pump and the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jul-19 reported the cause of the patient's symptoms was not determined and was still under investigation. The cause of the something wrong with the pump was not determined and was still under investigation. The patient had a catheter dye study on (B)(6)2017, which was normal. After the dye study a priming bolus was performed. The day after the dye study the patient experienced confusion, weakness in bilateral lower extremities, and pruritus. Actions/interventions included oral baclofen was prescribed if symptoms of withdrawal occur again. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a healthcare professional (hcp) on (B)(6) 2017. It was reported by the patient's family/friend that the patient had been experiencing symptoms of withdrawal and overdose since the patient's pump was replaced in (B)(6) 2016. On (B)(6) 2017 the patient was breathing okay, but the family/friend could not wake the patient up. The family/friend was planning to call 911 and wanted to know if being unresponsive was a symptom of overdose. Later an hcp called from the ER to request to have the pump temporarily stopped as the patient was unresponsive.